Event description:
After performing our initial angioplasty, it was decided that further intervention would be attempted down in the pedal vessels. At the distal posterior tibial artery, there appeared to be a small high-grade stenosis, and this was treated again with the emerge 3 x 20 mm balloon. After ballooning this, repeat attempts were made, both from the anterior tibial and the posterior tibial artery to recannulate the pedal arch as it now appeared to be patent. Unfortunately, this was unsuccessful, and while removing the cxi catheter and hydro st wire from the anterior tibial artery, there appeared to be a shearing of the wire off a calcified shelf within the foot. Repeat imaging demonstrated that this appeared to be near the metatarsals. This was confirmed after removing our wire. It did, in fact, have a piece of the wire missing. Therefore, attempts were made, at this point, to perform aspiration thrombectomy, priority one aspiration catheter was placed over a command wire down into the anterior tibial artery. The wire then was removed, and suction thrombectomy was attempted. Multiple passes were performed, however, this was unsuccessful. Repeat angiography was performed at this point, that demonstrated that the wire was still within the foot, however, the pedal vasculature was patent, and there was good flow going past this location.